Event description:
Customer called to report the he had been experiencing low blood glucose. Blood glucose reading was 55 mg/dl. The customer had treated with glucose tablets and the blood glucose reading increased to 73 mg/dl. Troubleshooting was performed. No anomalies were noted. Advised that the insulin pump was functioning as designed. Advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.